Manufacturer narrative:
(B)(4). Baxter received an evaluated the device. The device was found out of specification in relation ot the reported symptom, which was reproduced. The device evaluation confirmed the #5 key was stuck, which was caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #5 key will occur following the selected key's function (e.g. When the #1 key is pressed 15 will be displayed. When in alphabetic mode and the abc key is selected, am will be displayed interfering with the mdl drug search). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had an malfunctioning keypad ("keypad populates m and l when other keys are pressed") during setup in the medical surgical care area. It was also reported there was no patient involvement.